Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tube on a bd nexiva¿ closed IV catheter system broke during use. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Device/batch history record review findings: a total of (B)(4) units were manufactured on nfa line 1 from (B)(6) 2018 through (B)(6) 2018. All challenges, set-up and in process samples were performed according to manufacturing specifications and no related quality findings were found. Qn/sap database review findings: no qn¿s were initiated during the production of the lot number associated with this account. The peura (end user risk analysis findings: was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one used 22ga nexiva unit consisting of a catheter/adapter/extension set assembly with a needless connector attached to the luer adapter. Visual/microscopic examination: observed the extension tubing was ballooned from the wing adapter to approximately 4cm. Up towards the port adapter. Fluid flush test: using a laboratory provided 10ml bd syringe with red dye/water mix attached the syringe to the end of the ports (luer) and performed the flush. The flush succeeded, the fluid entered the extension line and continued flowing all the way to the catheter tip. No obstruction was observed on the fluid pathway of the unit received. Conclusions: the defect of tubing defective-damaged was confirmed. The unit received for evaluation revealed the extension tubing had ¿ballooned¿. The extension tubing may be damaged and/or ballooned if the catheter becomes occluded, occlusion of the unit will increase the internal pressure and can cause the tubing to break, balloon and /or burst. Potential contributors to failure (for used extension tube): had a kinked /or occluded catheter tubing during usage, this could increase the pressure within the extension tubing and cause it to balloon, split and/or burst. Infusion not performed correctly or at a psi or flow rate above the recommendations per nexiva instructions for use. No manufacturing root cause was identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the extension tube on a bd nexiva closed IV catheter system broke during use. There was no report of exposure, serious injury or medical interventions.